Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strip vial from lot # 9jpeg02 for evaluation. However, the retuned vial did not contain any test strips. Therefore, the in-house contour next test strips from lot # 9jpeg02 was tested with the returned meter using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly marked as control tests in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that he performed a blood glucose test on his contour next ez meter and obtained a reading of 135 mg/dl at 3:31 p.m. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.